Manufacturer narrative:
As of the date of this report, intuitive surgical, inc. (Isi) has not received the medium-large clip applier instrument for evaluation.

Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, the medium-large clip applier clip never closes. The user completed the procedure with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with no damage observed. The surgeon was unable to clamp on a vessel/tissue bundle. The surgeon was using a medium hem-o-lock clip. The vessel/tissue bundle was not larger than the suggested diameter on the instrument. The customer used a backup instrument to continue the procedure.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis and the complaint was confirmed. The medium-large clip applier instrument was analyzed and found to have one (1) severely bent grip, causing misalignment of the grip-tips. There was a 1.105mm offset at the tips. Clip could not be properly loaded into the clip groove of the grip-tips. The grips were not found to have cracking damage. Additionally, the instrument was installed on an in-house system and driven. The clip applier instrument failed the clip test due to misapplication of the clip (e.g., the instrument passes engagement and able to retain clip through engagement but could not apply the clip). The clip did not release from the grip tips after closing the clips.